Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that their bladder symptoms were even worse than before the trial and they're urinating even more but it's helping the fecal part. Agent asked for the main reason why they got the device implanted and patient said they were told it'd help with both. Reviewed therapy information and general programming guidance. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient also stated they were unable to find the implanted device. They're scheduled to follow-up with hcp on (B)(6).